Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: two (2) actual samples were received for evaluation. Visual inspection of returned samples showed dark particulate matter enclosed in the packaging. The reported condition was verified. The cause of the condition is determined to be related to manufacturing or the packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in two (2) non-vented high-volume inlets. This was noted when going through inventory. There was no patient involvement. No additional information is available.